Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the system reflected recoverable error on the universal surgical manipulator (usm) 1. The customer disabled usm1 to complete the surgery using 3 usms. The customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) after completing the procedure to report the issue. At the time of the call, the tse had the customer power down the system, and power up the system again; however, the same error occurred. The tse confirmed error 319 pointing to missing axes controller, carriage board in usm1. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The universal surgical manipulator (usm) came in with a reported problem of ¿error 319.¿ issue with usm was confirmed via system logging error 319/1126 with a node of ac_1 & replicated in-house. The usm was tested on in-house system in normal mode where it failed with error 319. The usm was also tested on a test platform where it failed the rolling loop fiber test logging error 319. A golden rolling loop fiber was installed & unit passed on retest. As a fix the rolling loop assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.